Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  the location of balloon leakage was unable to be determined. However, the delivery system appeared to have blood inside the inflation balloon. The complaint for balloon leakage is confirmed; the delivery system was inserted through sheath. The distal portion of the inflation balloon appeared to be partially unfolded/unpleated. During manufacturing, inflation balloons are 100% visually inspected for any defects.  Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon leakage. A review of complaint history from january 2019 to december 2019 revealed additional returned complaints for the edwards commander delivery system. The complaints were confirmed but no manufacturing issues were identified during evaluation.  Available information suggested that procedural factors and/or patient factors may have contributed to the event. The occurrence rate did not exceed the december 2019 control limit for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed based on the provided imagery. No manufacturing non-conformance could be determined due to no device returned for evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. The event states that the balloon ruptured at full inflation during valve deployment and there was moderate level of stj calcification in the annulus. Calcification can present a challenging anatomy for the balloon during inflation. Although the balloon is manufactured and tested to ensure a rated burst pressure (rbp) well above the intended inflation pressure, calcific nodules within the annulus can impinge on the balloon during inflation, compromising the balloon wall structure even at low inflation pressures. As a result, balloon is more prone to holes/tears and resulting in leakage/bursting. However, without the returned device to evaluate, the root cause cannot be confirmed. Based on the available information, it is likely that patient factors (stj calcification) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the balloon ruptured at full inflation during valve deployment.  There was no extra volume added to the balloon.  The perceived cause was due to a moderately calcified stj.  The patient was stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).